Manufacturer narrative:
The delivery system was returned fully inserted through the esheath. The following was observed upon visual inspection: there is a separation at the transition between the crimp and inflation balloons. Bunching of the distal end of inflation balloon. Slight gouges on flex tip. Kink on balloon shaft proximal to handle, likely due to shipping. No other abnormalities were observed on the balloon or delivery system. No functional testing was able to be performed due to the condition of the returned device (balloon separation). Double wall thickness measurements were taken on the crimp balloon along the balloon separation. The measurements met the specifications. A device history record (DHR) review performed did not reveal any issues that could have contributed to this event. The lot history review did not reveal any other similar complaints. During manufacturing, the crimp balloon was 100% inspected for foreign matter, impurity /contamination, fish eyes, and gel spots. Crimp balloons were also 100% dimensionally inspected for length, ID, and double wall thickness. During balloon manufacturing, the inflation balloon was inspected for fish eyes, crow¿s feet, and contamination. The balloon wall thickness, working length, balloon diameter, proximal and distal leg ids, proximal leg outer diameter (od) were also 100% inspected. During manufacturing, the delivery system undergoes multiple inspections. Balloon burst pressure and balloon tensile testing are performed on finished devices under a sampling basis. These inspections make it unlikely that a pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. The reported balloon torn was confirmed based upon the visual inspection of the returned device (torn crimp balloon). No manufacturing non- conformities were able to be identified during the engineering evaluation of the returned device. Performing valve alignment and fine adjustment at a bend or angle in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval. Engineering studies relating to balloon tears were performed by edwards lifesciences to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Other potential procedural/patient factors which can contribute to balloon torn includes: (1) not retracting the flex tip back to the triple marker position prior to deploying the crimped valve could result in increased tensile load on the constrained portion of the balloon, which subsequently can contribute to the separation of the crimp balloon and the inflation balloon. In this case, there was no report of an irregular balloon expansion, therefore is unlikely that this issue had occurred. (2) excessive residual fluid left in the inflation balloon or a change in the balloon shape (un-pleated profile occurring due to inflating more than 20-30% during prepping) after de-airing, can contribute higher forces being applied to the crimp balloon during alignment process. (3) patient anatomy (vessel tortuosity) may have negatively impacted the delivery system during valve alignment, causing additional force needed for alignment (friction between balloon and flex shaft). A definitive root cause for the reported event was unable to be determined at this time. The reported balloon torn was confirmed, but no manufacturing issues were identified in the returned product during engineering evaluation. No labeling or IFU inadequacies have been identified and review of the complaint history did not reveal that the occurrence rate exceeds the (B)(4) 2016 control limits for this trend category. However, at management discretion, a product risk assessment of the issue was previously initiated. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation of this event is ongoing, pending the device return for evaluation.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, the balloon of a commander delivery system did not inflate due to the balloon being torn. No abnormalities were found while prepping the device. The balloon did not inflate at all during valve deployment. When the balloon was deflated, blood was noted in the fluid of the inflation device. The device was observed after removal and a balloon tear was found near the triple marker. The balloon appeared torn at the I/c bond radially. The valve was removed from the delivery system at the hospital. Devices were exchanged and a new 29 mm sapien 3 valve was successfully deployed with new system. The clinical specialist speculated that the balloon tear was not associated with the calcification since the rupturing area was apart from the annulus calcification.